Event description:
A surgeon reports a pt with central islands following bilateral refractive surgery. An enhancement treatment was performed (laser platform unk) 5.25 months following the initial procedure to address residual astigmatism. This report is for the left eye, the right eye is being reported under MFR report #1061857-2008-00161. The latest info provided indicates bcva is the left eye is the same as it was pre-op, no other info has been provided. The surgeon plans to review the pt's status in approximately 5 months. Additional info has been requested.

Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance verification was conducted on this system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this pt's surgery. Preliminary review of the pt's pre-op and post-op topographies could not definitively identify characteristics of central islands. Additional topographies along with pt records have been requested. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Conclusion: despite extensive investigation, the root cause for the occurrence of central islands has not been determined.